Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18jul2019. The product support engineer (pse) provided support via telephone and gave the part number for the sensor to the customer. The customer reported that changing the flow sensor assembly corrected the issue. The ventilator was returned back to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during testing, the ventilator air flow reads 13.0 when set at zero. There was no patient involvement.